Manufacturer narrative:
The cause of the low pump flow was most likely a cannula kink based on the observed kink on the returned pump and clinical details noting a kink with fluoroscopy. The cause of the cannula kink was not determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was implanted via percutaneous right femoral artery for mechanical circulatory support. The impella cp was advanced into the left ventricle using best practices. The wire was removed and the impella was started. Shortly after initiating, flows were decreased. The doctor noted a kink in the impella cannula on fluoroscopy. The doctor attempted to pull back and the kink did not resolve. The decision was made to remove the impella cp and place a new pump. A new impella cp was placed with no issue.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.